Manufacturer narrative:
(B)(4). Report source (B)(6). Yeo, e. D., kim, h. J., cho, w. I., & lee, y. K. (2015). A specialized fibular locking plate for lateral malleolar fractures. The journal of foot and ankle surgery, 54(6), 1067¿1071. Https://doi.org/10.1053/j.jfas.2015.06.002. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01393.

Event description:
It was reported in a journal article that a patient with a left lateral malleolar fracture developed metallosis at the second screw in the proximal part of the locking plate. No preoperative clinical symptoms or a specific medial prognosis was obtained from the patient which was only confirmed during removal of the device with marginal excision. No additional information on the reported event is unavailable at this time.